Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient requires a clamshell repair and that there was a tear near the metal connector. On (B)(6) 2019 the repair was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the silicone jacket was confirmed through an on site evaluation performed by an abbott representative; however, a specific cause could not conclusively be determined. A clamshell repair kit was successfully installed on (B)(6) 2019 under work order (B)(4) according to hm ii perc lead field repair kit instructions. The patient remains ongoing on the heartmate ii and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the drive line. The heartmate ii lvas IFU is currently available. Section 6 "patient care and management" (under "pump performance monitoring") outlines how to care for the driveline and also addresses damage due to wear and fatigue of the drive line. No further information was provided. The manufacturer is closing the file on this event.